Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an infusion of levophed with a spectrum infusion pump, the medication did not infuse ¿despite showing¿ that the pump had infused. It was further alleged that the levophed was contained in an amber-colored uv protection bag, "so the nurse did not notice". It was alleged no alarms were generated. According to the reporter, the patient experienced kidney injury and was administered "two additional blood pressure medications to increase their blood pressure". At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.